Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds, noise, oversensing, and pacing inhibition. Which was believed to be caused by insulation damage. The physician decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.